Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, an abdominal x-ray revealed the jejunal tube (j-tube) was not in the right place. On (B)(6) 2018, the j-tube was re-inserted. On (B)(6) 2018, the spouse reported that the patient had a noisy sound from his mouth described as mild snoring. On (B)(6) 2018, it was reported that the patient was hospitalized with complaint of cough and breathing difficulty. The patient was diagnosed with aspiration pneumonia and a chest infection.